Event description:
As stated by the customer (B)(6) 2012: uncommanded operation of the stretcher. The hoist was used with the chair attachment to get the pt into the pool. The chair unit was then removed from the entroy and replaced with the stretcher unit as this is used for emergency evacuation. If required, approx ten minutes into the session, the staff in the pool realized the back rest of the stretcher was at 90 degrees to the base of the unit. No one actually saw the unit move, so unable to ascertain the speed of the movement to confirm there was no one near the unit and no one actually using it.

Manufacturer narrative:
This report is being filed under (B)(4) by arjohuntleigh, inc on behalf of the MFR arjo hospital equipment (B)(4). Additional information will be provided upon conclusion of the MFR's investigation.